Event description:
The customer contact reported that during testing at the user facility, it was noted that the ground prong on the ac power cord plug was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the ground prong on the ac power cord plug was broken. The device passed the electrical safety test. The probable cause for the broken prong is use in the customer environment. If the ac power cord was attempted to be removed from an ac outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. This report represents all the info known by the reporter upon query by hospira personnel.